Event description:
This 92 year old male received a dual chamber pacemaker support in 1990 at another facility. He now presents with a pulse generator set in the vvip mode with a battery end-of-life indications. Chest xray suggests atrial lead displacement as the possible reason for the generator settings. Procedure note: atrial lead analysis revealed r-wave sensing at 11 millivolts and ventricular pacing capability of this displaced atrial lead. The misplaced atrial lead was capped and retained. The distal tip was noted to be in the vicinity of the right ventricle on fluoroscopy. The explanted pulse generator was a pacesetter model # 2016t.